Event description:
Wire is hydrophilic and catheter is a support catheter. Wire was able to go through the blockage but was stuck in the catheter. Both wire and catheter were removed resulting in losing placement. No harm was done but procedure was aborted, resulting in delay of care and longer stay in the hospital. Per md's notes: popliteal angiogram demonstrated occlusion of the sfa [superficial femoral artery] and p1 segment. Then using 018 wire and catheter, the sfa occlusion was crossed in subintimal fashion and snared in the true lumen at the cfa [common femoral artery]. Then the retrograde 018 wire and catheter were stuck and could not be snared in a flossing fashion. Unfortunately, we then had to remove the retrograde catheter and wire as a unit and lost the pedal access and could not successfully recanalize the sfa occlusion. Manufacturer response for wire, guide, catheter, hi-torque command (per site reporter). Device given to field representative.